Manufacturer narrative:
Eval: the iab was rec'd intact for eval with blood noted on the balloon's exterior surface. The membrane was noted to be completely unfolded. No sheath was present with the iab. Underwater leak testing revealed no leaks in the membrane or inner lumen. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Examination of the inner lumen revealed it to be occluded with dried blood. It was not possible to clean the inner lumen without damaging the device. It was not possible to pass a lab 0.020" guidewire or aspirate water through the inner lumen due to the presence of the dried blood. Probable cause of difficulty: no defect was found in the iab or inner lumen to account for the reported problem. It is not possible to determine the exact cause of difficulty based on the given event description or lab examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Datascope's instructinos for use state: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe." (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
There was dampening of pressure wave-form during iabp. The dr had to flush the columen several times. On 6/16/98, the following was reported to datascope: the catheter produced a very low pressure waveform. It was not possible to adequately make adjustements to get a better waveform. Corrective measures were taken but the problem continued. There was no pt injury or complication as a result of the event. The pt was stable. Another iab was not inserted into the pt. [Event complications]: unk-reported 5/20/98; none-rpt'd 6/17/98. [Pt's current status]: stable-rpt'd 6/17/98.